Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 504 mg/dl with a headache. During troubleshooting, customer support found that the pump was not priming tubing during load step, but that the customer did not prime tubing correctly. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia related to user error.